Event description:
It was reported that during a stenting and percutaneous transluminal angioplasty treatment procedure a balloon rupture occurred. The subtotal occluded stenosed and calcified target lesion was located in the superior vena cava. A non-bsc stent was implanted and then a 12-4/5.8/75 xxl balloon catheter was used for post-dilation. The balloon ruptured in a crosswise direction under unknown pressure with unknown number of inflation. Then the balloon fragmented and the physician was unable to retrieve the ruptured balloon to the sheath, so patient underwent surgery. The procedure was considered completed with this device as the event occurred after the last post-dilation. No further patient complications were reported after surgery and the patient's status was fine

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: the balloon was completely circumferentially torn approx 15mm distal to the distal edge of the proximal markerband. A break is also present in the shaft approx 15mm proximal to the distal edge of the tip and the shaft is stretched. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. No other issues were noted with the device. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a stenting and percutaneous transluminal angioplasty treatment procedure a balloon rupture occurred. The subtotal occluded stenosed and calcified target lesion was located in the superior vena cava. A non-bsc stent was implanted and then a 12-4/5.8/75 xxl balloon catheter was used for post-dilation. The balloon ruptured in a crosswise direction under unknown pressure with unknown number of inflation. Then the balloon fragmented and the physician was unable to retrieve the ruptured balloon to the sheath, so patient underwent surgery. The procedure was considered completed with this device as the event occurred after the last post-dilation. No further patient complications were reported after surgery and the patient's status was fine

Manufacturer narrative:
(B)(4)